Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope had not all operating room staff had flushed the air/water nozzle with the air/water channel cleaning adapter during pre-cleaning. The issue occurred during reprocessing. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event was due to there was difference in recognition about the device handling and reprocessing steps between recommendations by olympus and the user facility. Furthermore, proper handling, training was conducted by the endoscopy support specialist. The event can be detected and prevented by following the instructions for use which state: the detection method is described in the instruction manual gif/cf/pcf-190 series, operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.